Event description:
On (B)(6) 2011, patient reported the audio-signal on the infusion device is defective. The infusion device displayed a1 cartridge low, a2 low battery, and e2 battery depleted errors and she did not hear the infusion device alarm. The alarms were verified by viewing the infusion device history. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.